Event description:
The customer swapped the homechoice (hc) machine due to: no customer reported problem/(B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement 0.137 ohm, specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.137 ohm (specification 0.001 - 0.100 ohm). The technician performed a continuity test between the power entry module (pem) ground and door post and resistance went from 0.137 ohm to 0.007 ohm when the door post set screw was completely tightened. The assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to service.